Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a staph infection. For treatment, the patient was prescribed doxycycline of 100 mg strength, to be taken twice a day for 7 days. The pod was worn between 36 and 48 hours on the arm and then removed. The pod was discarded.